Event description:
It was reported that patient with this right atrial (ra) lead was examined in the emergency room due to chest discomfort and heart block symptoms. The body surface electrocardiogram was checked and noted atrial undersensing due to small amplitude signals. The lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060106 and device code a1301. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that patient with this right atrial (ra) lead was examined in the emergency room due to chest discomfort. The body surface electrocardiogram was checked and noted atrial undersensing. The lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.